Event description:
It was reported the patient experienced a shocking sensation at lead/extension site. The patient turned off the device for 8-9 months due to the shocking. The patient did not charge the device resulting in an overdischarge. The device was 'unlocked' from the overdischarge and the patient was able to recharge the device. The patient was scheduled for revision surgery. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.